Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
The customer reported via email of low blood glucose readings from the insulin pump. The customer stated that he had low blood glucose readings at night and wakes up to them. The customer stated that he has been in the hospital multiple times due to non-related diabetes issues. The customer stated that he did not have his pump with him to troubleshoot.